Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was torn, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the outer insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the proximal conductor was melted, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that there was an infection in the patient's blood. The system was removed and replaced a week later. No further patient complications have been reported as a result of this event. Infection in blood was reported. The system was removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was an infection in the patient's blood. The system was removed and replaced a week later. No further patient complications have been reported as a result of this event.